Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlilnk paclitaxel set had a no flow issue. The last portion of solution would not infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.